Event description:
It was reported to medtronic minimed that the insulin pump was not working, and the customer received pump error 49 (history pointers failed. The history pointers are corrupted) and the customer received pump error 68 (trace pointers are invalid). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for pump errors, and the customer was unable to clear the alarms. Troubleshooting was performed for display issues, and the customer received a blank display and no damage to the battery cap contacts. Troubleshooting was performed for keypad anomaly, and the customer received a stuck button alarm, and the pump was not exposed to a change in altitude. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the displacement test and self test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus and they all worked properly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any alarms that may have occurred in the past. The adapt tool reveals that no relevant alarms were recorded. Proceed by cutting the unit open and perform a visual inspection of connectors and electronic stack. Moisture damage was noted on the j1 connector on pcb1 during visual inspection. Unit was also received with battery tube threads - cracked, cracked case (battery tube) and scratched case. In conclusion, customer concerns were not confirmed. All buttons functioning properly and no alarms noted during testing. However, moisture damage was noted on the j1 connector on pcb1 during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.